Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the cr component was on the sterile field with cement ready when the device malfunctioned (would not lock) during the procedure which resulted in the waste of the cr femoral implant and resulted in the surgeon changing/reaming for a bcs femoral implant. No other complications were reported outside of the ¿5-7 minute delay¿. Responses to documentation requests were not received as of the date of this medical investigation. The product/functional evaluation confirmed the lock was stuck which supports the complaint. The patient impact beyond the reported modified surgical procedure and the minor surgical delay could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A functional evaluation confirmed the lock is stuck on the jrny ii cr lock fem implant impactor, which would cause the device not function as intended. A visual inspection confirmed the device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total knee arthroplasty procedure the surgeon went to load the jrny ii cr fem cocr np lt sz 7 onto the holder and the nut would not spin to lock the jrny ii cr lock fem implant impactor to the implant. The nut was stuck in the unlock position. The surgeon tried multiple times to get the impactor to work but decided he could not use the holder. So the cr implant was wasted. The femur was reamed for a bsc implant and a bsc femur was implanted. There was a 5-7 minute delay. No other complications were reported.